Event description:
Additional information was received from the patient. They repeated information and stated that they picked up a heavy kid at work and the wire moved. The patient experienced shocks and device was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) (serial # (B)(4)) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported; weight updated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1jb2x, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(4) pertain to product ID: 3058, serial (B)(4), product type: electrical implantable stimulator. (B)(4) pertain to product ID: 3889-28, lot# va1jb2x, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient picked up a child and stimulation sensation changed after that; since that time, the patient was unable to turn stimulation up to a comfortable and therapeutically effective level. The patient had a lead revision on friday, (B)(6) 2017 for lead migration or position change, and when the doctor attempted to connect the lead to the old battery, they couldn¿t get the set screw to tighten. They tried to troubleshoot the issue, but had to replace the battery so the ins was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.